Event description:
During the milling process of a knee procedure on (B)(6) 2013, synthes special oil came out of the instrument and fell onto patient's fatty tissue coloring it black. The instrument was cleaned and the discolored tissue was removed. The surgery was completed without further incident.

Manufacturer narrative:
The instrument was returned and evaluated. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database has found no similar complaints reported with this part / lot combination. From review of the complaint summary, the hospital has declared that they use a black medical grade oil to lubricate the instruments after cleaning and sterilisation. No black fluids are utilised in the biomet manufacturing process. It was determined that the user facility cleaned the instrument with the oil, but excess oil remained on the instrument and fell into the patient during the knee procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Item is to be returned. Upon item return and completion of evaluation, a follow up report will be sent to the FDA.